Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
As part of post-market clinical follow-up (pmcf) registry for vxt and flixene grafts the following adverse event information was provided regarding a vxt graft. Patient implanted with advanta vxt graft had developed critical ischemia of the left lower limb, accompanied by rest pain and trophic disorders, particularly in the left big toe.